Event description:
Technician alleged that while trying to put the head down the head of the bed could not go down. No pt impact.

Manufacturer narrative:
The technician found the cause to be damaged gas springs. The technician replaced the gas springs to resolve the issue.